Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep reiterated the lead came out of the epidural space and was fractured in two places. A return of pain was noted. The patient at some point had a fall, pulled lead out of epidural space and fractured the lead into two pieces, both pieces were removed successfully and a new lead was implanted to replace broken/dislodged lead. Patient has bilateral coverage once again. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: (B)(6) 2027, UDI#: (B)(4); product ID: 97 7a275, serial/lot #: (B)(6), ubd: (B)(6) 2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep)  states the patient had one lead fracture. On the damaged lead, the top 5 electrodes are now subcutaneous and the bottom 3 are also subcutaneous, but further down.  Rep also states they plan to remove the damaged lead, and if the patient is able to get good coverage on the remaining lead, they will just leave the intact lead. If not, they will place a second lead.